Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer will continue to use current pump. The customer's blood glucose level was over 200 mg/dl. It was also reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings and that the touch screen was delayed in responding to presses. Customer continued to use the pump for insulin therapy.